Event description:
It was reported that a new pump user with memory difficulties received change cartridge and tubing alerts after a recent supply change and was uncertain how to proceed; the user was guided to review pump screens, disconnect the infusion set, perform fill tubing only until drops were visible, confirm drops, and reconnect, after which normal operation was restored. Symptoms included user confusion regarding device alerts without physiological symptoms. Outcomes included successful troubleshooting and education with no alarms, no adverse events, and no medical intervention. Investigation included customer interview, on-device review of setup and priming steps, and guided priming verification. Investigation of this case revealed incomplete or unrecognized completion of the previous fill tubing process, consistent with user handling error related to infusion set and cartridge change steps. It was concluded, based on established findings for similar reports, that the cause was use error during supply change and priming.